Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown with pain, discomfort and rupture. The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and rupture.

Event description:
Healthcare professional reported "pain, contracture, discomfort, rupture". This record is for the right side device. The device was explanted.